Manufacturer narrative:
The complaint was verified through quality testing. Maximum temperature for the attachment head exceeded for maximum allowable temperature standards. Both bearings failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from the wear on the teeth of the gears. All components looked dry with no evidence of lubrication.

Event description:
In this event a doctor reported that a estylus1:5 ca attachment overheated. There was no injury or intervention.